Manufacturer narrative:
Investigation into this complaint included a service history review, quality data review and complaint history review. The results of the investigation are summarized as follows: service history review a service history review did not find any prior service tickets related to leaks from the system solutions drawer on alinity m system (ln 08n53-02), sn(B)(6) . Quality data review, nonconformance (nc) / corrective and preventive action (CAPA) search: a search of nc/CAPA records was performed for instances related to leaks from the system solutions drawer on an alinity m system, ln 08n53-02. The search identified 1 quality record, related to leaks from the system solutions drawer on an alinity m system. It addressed system solutions drawer leakage that spread beneath or beyond the instrument's footprint, which is a fall/slip hazard and reportable event. The issue under review in this complaint investigation resulted in a leak that spread beyond the instrument's footprint and is therefore related. Complaint history review: a complaint search was performed to identify past complaint tickets for any instances of leaks from the system solutions drawer on an alinity m system, ln 08n53-02. The complaint history review identified complaint tickets with system solutions drawer leaks on an alinity m system, within the past 2 years of the investigative complaint ticket's entered date. The leakage source for the complaint under investigation could not be determined and a leakage source external to the instrument could not be ruled out. As a result, the leakage source for this complaint ticket may or may not be the same as the leakage source found in the complaint tickets identified in this complaint history search, and therefore, a conclusion that the identified tickets are related to the complaint under investigation cannot be established. Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-02. The above mentioned CAPA took a global approach for leaks within the system solutions drawer that may cause leakage beyond the instrument's footprint. The following summary from the CAPA is relevant to this observation. Process related root causes / contributing factors: · alinity m system product requirement and/or lower level system or module requirement documents did not include requirements for containment of accidental system solutions drawer overflow. · system solutions drawer enclosure design includes six thru holes at the bottom allowing liquid to escape onto the floor when the drawer is pulled open. · earlier versions of risk analysis document did not include the slip/fall hazards for the waste or reagent overflow from the system solutions drawer. Additionally, design output related causes were identified related to observation of loose connections, insufficient torqueing and loose fittings associated with components within the system solutions drawer. An action was taken to assess if the risk for the slip/fall hazard is adequately addressed throughout the alinity m risk management file (rmf). The assessment concluded that the slip/ fall hazards associated with liquid waste and with the bulk reagent overflow from the alinity m system solutions drawer are adequately addressed, and within acceptable residual risk levels, as defined in the abbott molecular risk management procedure. No gaps were identified in this assessment. No rmf document revisions are recommended. Design-related corrective actions have been approved at the manufacturer to improve fluidic fittings and connectors. Lastly, an action has been taken to complete the feasibility of improving the design of the system solutions drawer regarding liquid containment inside of the drawer. This action will require developing a design concept, receiving prototype parts and completing a feasibility evaluation. If feasibility evaluation results are supportive of the change, a design change plan will be implemented, include completing design verification, updating product specifications, and receiving production inventory of the new parts. Due september 30, 2021.

Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
The customer reported there was a leak slightly underneath the instrument of the system solutions drawer of their alinity m system. It was confirmed the leak was on the floor and just outside the footprint. Molecular application specialist (mas) suggested to the customer to use personal protective equipment (ppe) while cleaning the leak. No sign of additional leakage was observed. It was originally believed that the leak may have originated from another external source to the instrument as the inside of the solutions draw looked quite clean with no obvious signs of leakage. Customer later reported that the leak is ongoing and engineer is in contact with the customer again. It was confirmed that there was no injury or exposure associated with this ongoing leak. There was no patient involved as this observation was made by the alinity m system user. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m system, list 8n53-02, which is also us FDA approved.